Event description:
It was reported that the patient experienced prolonged hypoglycemia while using the ilet bionic pancreas and paused the system due to downward trending glucose on a dexcom g7; the patient self-treated with oral carbohydrates calculated as approximately 108 grams from four apple juices, and the lowest reported cgm value was 49 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Troubleshooting and education were completed with the user. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.